Event description:
Complainant alleged that while attempting to treat a (B) (6) female pt in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device, hooked it up to the same electrode pads and were unable to obtain an ECG signal. The clinician then obtained another set of electrode pads, hooked them up to the second device and was still unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Please reference medwatch report 1220908-2010-01098 for a similar event with the same pt.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.